Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16392; related manufacturer reference number: 2938836-2019-16394. It was reported that the left ventricular (lv), right atrial (ra) and right ventricular (rv) leads were explanted and replaced. The lv lead exhibited slightly elevated threshold and appeared to have micro dislodged. The physician attempted to reposition the lv lead. This mechanically dislodged the ra lead and tugged on the rv lead. The physician could not apply torque or pull back the stylet for all three leads, so they were explanted and replaced. The patient was stable.